Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the doctor was unsatisfied with the longevity obtained from the device. It was noted the device lasted only 4.5 years. The device remains in use. No patient complications have been reported as a result of this event.